Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap gastrectomy, the crna placed the device with cm markings to the patient left but minutes later when the surgeon instructed her to deploy the sail, the tube appeared to deploy to the greater curves rather that the lighted sail. So, the sail was retracted and the crna attempted to rotate the main tube to the 9:00 position and redeploy the sail. But, it was visually obvious that the distal end did not look correct. So, she attempted to retract the sail completely but was unable to get up to the black indicator line. She then was instructed by the surgeon to remove the entire device. She was unable to remove device completely due to resistance. She then used a laryngoscope to aid in viewing the distal end of the device still in the back of the throat. She was able to free it and remove the device. The lighted sail had been tied in a knot while in the patient. There was no patient injury.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. The sail was deployed and knotted around the tubing. Replication of the reported condition may be due to rough handling of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.